Manufacturer narrative:
Product event summary #the full lead was returned, analyzed and the helix of the lead was extrinsically compressed. The distal lv (low voltage) electrode of the lead was covered in blood. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant, the helix of the right ventricular (rv) lead would not extend. The rv lead was not used, and a different lead was implanted during the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.